Event description:
Customer reports IV tubing broke at the filter site while infusing. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
Manufacturer's report date: 07/09/2014. (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.